Event description:
It was reported that this pacemaker was explanted due to a product performance issue. This replacement procedure was successfully performed and a new device was implanted instead. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned. Additional information was received that this device reverted into safety mode and required to be revised. No adverse patient effects were reported. This device is expected to return.

Manufacturer narrative:
Follow up report 2 (device evaluation): upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Based on analysis evidence indicating the device had a battery malfunction, or safety mode due to a battery malfunction. However, detailed analysis of the battery was unable to find a cause of failure, and the device hybrid current was as expected.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to a product performance issue. This replacement procedure was successfully performed and a new device was implanted instead. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.

Manufacturer narrative:
This report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this pacemaker was explanted due to a product performance issue. This replacement procedure was successfully performed and a new device was implanted instead. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned. Additional information was received that this device reverted into safety mode and required to be revised. No adverse patient effects were reported. This device was returned.